Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that they were having trouble with their car on sunday and the alarm was going off on their car and when that happened they started to notice very strong sensations and hurt in their pelvic floor muscles. Patient stated they turned the therapy off and turned it back on again and the hurt went away. Patient also stated they lowered the setting by 2. Patient asked if anyone had mentioned that a car alarm interferes with the device, agent reviewed with the patient emi with the device. The patient was redirected to their healthcare provider to further address the issue. Patient reported unexpected stimulation.